Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter tube was detached from the butterfly wing. The ring of the wing failed from catheter. It was reported the ring of the suture wing was not broken but the stitches did not hold. The patient was in the ICU (intensive care unit) and treated with a temporary hemodialysis catheter. The flow was good and the hemodialysis was not replaced. The nurse found out the issue in time and the blood was stopped. It was stated that the amount of bleeding was negligible. No temporary hemodialysis catheters were placed and no medical disputes occurred. There was no reported patient injury.